Event description:
Paramedics attended to a person diagnosed with cardiac arrest. The operator attempted to administer external pacing and the pacing function allegedly failed to operate (no further details provided). The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.